Event description:
On (B)(6) 2013, the implant card was received for the patient's replacement surgery on (B)(6) 2013. The card indicates that the patient's lead had high impedance of greater than 10,000 ohms. The return product form received states that the reason for explant was that the lead was disconnected from the vagus nerve. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. The explanted lead was returned on (B)(6) 2013. Follow up found that the device was programmed off to 0ma at an unknown date. No other details concerning the programming history were provided. No x-rays were taken. No patient manipulation or trauma is suspected. The reason for the detachment of the lead from the explant is unknown. The patient's lead was disconnected from the vagus nerve and replaced. No other information has been provided.

Event description:
A break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro¿etching conditions have occurred at the break location. However, due to pitting, surface contamination and mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained. The lead assemble had remnant of dry body fluid inside the silicone tubing. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.